Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s lead had migrated which was confirmed via x-ray. As a result, surgical intervention took place on (B)(6)2019 wherein the patient¿s lead was repositioned only. Therapy has been restored post-op.